Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a non-health professional (the owner of a clinic) via a call center and forwarded by our local affiliate (B)(4). This case involves a (B)(6) female patient who developed granulomas after receiving poly-l-lactic acid (sculptra) therapy. The patient received poly-l-lactic acid for the first time on (B)(6) 2009. It was during a consult on (B)(6) 2009, that a granuloma on the right malar region and a smaller one on the left preauricular region were noted. The reporter mentioned that the patient already had the reported lesion prior to the visit, but she did not know the exact date of onset. Distilled water was injected into the affected regions as corrective treatment, but there was no noted improvement. At the time of this report, the event remains ongoing. A ptc (pharmaceutical technical complaint) was initiated: (B)(4).

Manufacturer narrative:
Addendum for follow-up information received on (B)(6) 2009: ptc results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.